Event description:
Out of range bipolar lead measurement caused lead to flip to unipolar. Some noise on unipolar signal potentially myopotentials. Recommended evaluating lead further in person with isometric testing. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.